Event description:
It was reported to medtronic minimed that the customer noticed physical damage to the pump and the pump was rattling when shake it. The customer reported no adverse event. The event involved product mmt-754wws. Troubleshooting was performed. Customer stated there was a reservoir inside the pump. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was discontinued to use of the device. Mmt-754wws was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit had scratched case, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The pump passed the displacement test and failed self test p-cap locks properly into the reservoir compartment. However, pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering. Cosmetic damage was confirmed pump rattles when it shake. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.